Manufacturer narrative:
(B)(4).during evaluation by the distributor, a crack was found traversing an element on the printed circuit board (pcb). Repair of the device has not been completed.

Manufacturer narrative:
(B)(4). The control printed circuit board (pcb) was returned for evaluation. The service engineer evaluated the pcb and verified the reported complaint. The unit under test (uut) was placed into a test ventilator. It had several errors and stopped ventilating. A visual inspection found the l19 inductor was cracked horizontally across the component. Further inspection found the q19 switch had a cracked solder joint on one of the legs and was thermally damaged. A third party service provider replaced the control pcb.

Event description:
It was reported that during use on a homecare patient, the ventilator generated an intermittent alarm along with a blinking lamp. As the patient&#39;s family went to check, the alarm turned into a continuous alarm and the patient&#39;s oxygen saturation (spo2) suddenly declined. The patient was removed from the ventilator, manually ventilated, then transferred to another ventilator. There is no report of death or serious injury associated with this event.